Event description:
The rep further reported that they will contact the hcp for additional information after (B)(6).

Event description:
Additional information received from a manufacturing representative reported the patient met with their health care provider (hcp) on (B)(6) 2016. The patient was going to be admitted to the hospital to have the implantable neurostimulator (ins) battery explored under general anesthetic. The date of the revision was not known.

Manufacturer narrative:
Concomitant medical products: product ID 37612, implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient was still experiencing shocking sensations. A revision was done and the ins was explanted and replaced. After the replacement, the patient was still experiencing shocking sensations. Impedances were measured and electrode three still had high impedances. No further testing or exploration of the deep brain stimulation (dbs) system was done during the revision.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: neu_ unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported. The shocking sensation was caused by movement. The patient could not even lay on their side in bed. When the area around the implantable neurostimulator (ins) was palpated, the patient got a shock. There were no reports of trauma. The patient's tremor control had been poor for over a year and the patient was unable to increase stimulation due to the side effects. The patient was getting some control as when running impedances and in between the shocks. The patient did not have any problems charging the system and the ins was at 100 percent when they met with the hcp. The manufacturer representative later reported the cause of the high impedances or shocking sensation was not determined. No additional diagnostics or troubleshooting was planned or taken. No additional actions or interventions were planned or taken to resolve the issue. The patient was receiving adequate therapy.

Event description:
The rep reported over a month later that the patient was still aware of shocking sensation and his tremor was not well controlled. The patient will be seen in the clinic on (B)(6) 2016.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed all functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was experiencing shocking sensations (electric shocks) around the implantable neurostimulator (ins) site. Tremor returned. The patient contacted their hcp for advise and the patient was seen in the clinic today. Impedances were checked and found the following: impedances are showing:- c <(>&<)> 3 >10000 0 <(>&<)> 3 > 10000 1 <(>&<)> 3 >10000 2 <(>&<)> 3 > 10000 therapy impedance shows:- l vim 992 ohms 4.703 ma r vim 988 ohms 4.637 ma current settings:- 2+, 1- 210 pw rate 160 4.8v 6+, 5- 180 pw rate 160 4.5v it was now taking the patient over an hour to charge. The issue was not resolved at the time of this report. No surgical intervention occurred and unknown if planned. The patient was sent home and was waiting to be reviewed after advise sought from tech services and neurosurgeon. The patient has essential tremor, therefore, thalamic stimulation. Additional information has been requested to find out what caused the shocking,if any intervention was required, and the outcome. If additional information is received, a follow up report will be sent.